Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. There was an issue with the catheter wire. The slitting was not slit on the center of hub of the delivery catheter. The shaft of the delivery catheter was spiral slit. Visual analysis of the catheter indicated damage during use. The analyst noted there was mechanical operation issue during slitting process. /the spiral slit was leading the deflection wire exposed outside the shaft at 13 cm from the hub, and then caused the deflection wire separated with the deflection band at 45.5 cm from the hub. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure while slitting the sheath the metal that is used to direct the sheath bond could not slit. The metal cable became exposed outside the sheath and got hung up on the lead. The catheter was not used. No patient complications have been reported as a result of this event.